Manufacturer narrative:
Evaluation: results, the DHR could not be performed, because the lot number was unknown. The sample was not available, therefore, the complaint could not be confirmed. Conclusions: device not returned. No evaluation will be performed. If the sample becomes available the investigation will be reopened.

Event description:
The event is reported as: alleged issue: the pe showed a continuous air leak that went away once a new pe was attached. No patient injury reported.